Manufacturer narrative:
Since the device was not returned, an evaluation at the supplier site was conducted. It was concluded that provided photo showed that tubing was detached from joint. Amount of bond agent appeared to be sufficient on the detached tubing. The tubing seemed to be pulled. Production and inspection records for suspected lot (from shipping record) were reviewed, but no abnormality was recorded. Simulation was performed to samples per jis standards applying tensile force (more than 15n), but samples passed the standards. Manufacturing process was checked, but there was no process or machine that might apply such forces to products. It was suspected that the tubing was detached due to tensile forces, but root cause could not be determined during this investigation. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. The hospital discarded the device. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an image provided by the customer confirmed that the tubing was detached from connection of planecta housing. Since this product was manufactured by a supplier, further investigation for supplier quality is forthcoming. The lot number was not provided thus a device history record was not reviewed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pressure tubing that connects to the planecta got detached, during use. As there was blood adhesion, the device was discarded at the hospital. Blood leakage or patient complications were not alleged.